Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During the device investigation, the pump under infused -11.07% during a flow over time test at the 40 ml/hr rate. The reported under infusion is out of the flow specification +/-5% and it was found to be caused by an absence of grease on the cam lobes and out of specification pressure plate travels. No grease on the cam lobes causes excessive wear on the cams, valves, and fingers, causing the pressure plate travel measurements to fall out of specification. The cam shaft, valves and fingers were replaced.

Event description:
During baxter's engineering device investigation of a spectrium pump, it under infused -11.07%. There was no patient involvement.